Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6) 1992. Subsequently, patient was revised on (B)(6) 2015 due to wear of the polyethylene tibial bearing. The tibial bearing was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Lot number and expiration date - unknown. Manufacture date ¿ unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, ¿wear and or deformation of articulating surfaces.¿